Event description:
The customer stated that her blood glucose readings were erratic. The customer tested four times within a matter of minutes and received the following readings: 188, 77, 354, and 254 mg/dl. The differences between 188 and 77mg/dl and 77 and 254 mg/dl fall in the "c" zone of the parkes error grid, amking the differences clinically significant. The difference between 77 and 354 mg/dl falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Two bottles of strips are to be returned for evaluation, and a replacement bottle will be sent.